Event description:
A 2.5 mm diameter x 15 mm length nc sprinter rx dilatation balloon catheter was inserted to post-dilate another manufacturer's drug-eluting stent in the lad. The lesion morphology was non-tortuous, no calcification with 90% stenosis. The lesion was pre-dilated. It was reported that the delivery balloon for the drug-eluting stent burst upon post dilatation. The patient's blood flow became slow; however, it became better in a short amount of time. The nc sprinter balloon was advanced to post-dilate the drug-eluting stent; it was inflated one time to 18 atm for 10 seconds. The nc sprinter was moved proximal to the drug-eluting stent and inflated to 20 atm for 5 seconds. The nc sprinter was then advanced to perform additional poba, it was inflated twice and burst upon the second inflation. It was reported that the physician implanted another manufacturer's drug-eluting stent proximal to the first stent. (MFR report# 2953200-2008-00317) a second nc sprinter was inflated at 14 atm for 15 seconds next to the second stent. The nc sprinter was used for post dilatation 5 times; it burst on th last inflation at 14 atm for 5 seconds. (MFR report# 2953200-2008-00318) another manufacturer's balloon was used to complete the post dilatation. It was reported that the devices were inspected and negative purge was performed prior to use and no abnormalities were noted. No clinical sequelae were reported and the patient's condition is unknown. Please note that this device (ncsp2515x / lot number 0000598656) is distributed outside the united states; however, it is similar to the united states distributed product ncs2515w.

Manufacturer narrative:
Eval summary: medtronic has received the device and its analysis has been completed. The distal shaft was kinked 6.3 cm proximal to the balloon weld. The leak in the balloon could not be located. There were traces of blood and crystallized residue within the balloon and distal tip. The distal tip was flared. Negative purge confirmed the presence of a leak. A short longitudinal tear was located on the distal cone. The leak appeared to be located on the inside of the fold indicating that the balloon was inflated when the tear occurred. Cd review 51 images of the lesion treatment were provided on cd. Image 21 to 25 showed what appeared to be the use of the nc sprinter 2.5x15 mm device for post dilatation of the newly deployed drug-eluting stent on the 1st and 2nd inflations. It then showed what appeared to be the same balloon for performance of poba on the side branch. The lesion morphology within the side branch appeared to prevent uniform expansion of the balloon. There was no evidence of the reported rupture of the nc sprinter balloon. Based on review of the images, it appears most likely that the balloon may have been damaged during movement within the newly deployed drug-eluting stent or perhaps balloon damage may have occurred during use within the side branch, resulting in the pressure capability failure of the balloon.